Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room and an interrogation of the device was performed. The interrogation report was reviewed by qualified personnel. It was found that the right ventricular (rv) lead exhibited high thresholds and possible oversensing. It was noted that there were three high rate non-sustained episodes. The patient left the hospital against medical advice. The rv lead remains in use. No patient complications have been reported as a result of this event.